Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6) , ubd: 25-jan-2025, UDI#: (B)(4)., product type: accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated their communicator had a short in it and didn't want to charge for about 4 days. The communicator charging port was loose and the patient stated they had scotch tape masking tape around the bottom to try to pull it into a certain position where the light would go on. A request was sent to the repair department for replacement.

Manufacturer narrative:
H6: correction submitted to update d11 to d14 as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.